Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and patient representative (caller) regarding an implantable neurostimulator. The indication for use was non-malignant pain. It was reported that the patient representative called in with the patient and stated that they were having issues with their stimulation, and were not feeling adequate therapy relief. The patient turned intensity up from 3.5 to 4.6 before they could feel any stimulation. The patient also mentioned that the stimulation will turn off on it its own. The patient noted that this issue started about two weeks ago. The caller stated that patient did not have to charge as frequently anymore as well. The patient would have to charge every other night, and now it was every fourth night. The patient was redirected to their healthcare provider to further address the issue.